Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the device has recently been returned to medtronic for analysis. As of the date of this report, the analysis has not been completed. A follow up report will be submitted upon completion of the analysis. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusion can be drawn at this time as the analysis on the returned product has not been completed. Device explanted and replaced without reported complication. A follow up report will be submitted upon completion of the analysis.

Event description:
Medtronic received information that this bioprosthetic valve was explanted due to insufficiency. A dissection of the prosthesis which starts under the prosthesis-aortal suture and continues to an area between the left and non-coronary sinus was reported, which resulted in simus prolapse into the ventricle, resulting insufficiency. The valve was explanted and replaced without reported patient complication.